Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. The device evaluation found no image was displayed. Based on the results of the investigation, it is likely that the following led to the malfunction: communication anomaly due to an effect of a corroded output socket. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source could not recognize the scope. The issue occurred during preparation for use for a diagnostic gastroscope procedure. The procedure was completed with a similar device. There were no reports of patient harm.